Manufacturer narrative:
The service evaluation found the front panel switches and led brightness level were both not working attributed to a defective front panel. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsi) was informed that the customer¿s evis exera iii xenon light source was returned to the repair center for a reported ¿front panel light-emitting diode (led) is blinking¿ that was found during preparation for use. Upon inspecting and testing, the service evaluation found the front panel switches and led brightness level are not working attributed to a defective front panel. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The front panel leds were blinking was found to be due to dust on the connector censor; front panel switches are not working was found to be due to a faulty front panel; and leds for brightness level are not working was found to be due to both a faulty front panel and heavy dust inside the equipment. The cause of the faulty front panel cannot be identified. Other incoming inspection findings were as follows: connector socket found cracked; heavy corrosion on the front panel chassis; hexagonal wrench on the lamp door is missing. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: dust on the connector censor and inside the equipment: ¿[important information ¿ please read before use]. Avoid using the light source in a dusty environment. This may damage the light source. [3.3 installation of equipment]: clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating; [4.4 connection of an endoscope]: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction.¿ cracks on the connector socket: ¿[important information ¿ please read before use]: do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ corrosion on the front panel chassis: ¿[3.1 precautions for installation and connection]: use the light source only under the conditions described in, ¿transportation, storage, and operating environments¿ on page 109 and, ¿specifications¿ on page 109 in the appendix. Improper performance, compromised safety and/or equipment damage may result.¿ olympus will continue to monitor field performance for this device.